Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured implant. Additionally, healthcare professional noted "bilateral ptosis" and "slight capsule on the right side which is pushing the implant in a superomedial manner." The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/visibility/palpability was received on (B)(6) 2020 with lot number 1174818. Visual analysis of the returned device identified underweight, opening, stress marks, dark ring, brown particles. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identify the radius within specification. Based on the device analysis the final assessment is: - a sharp edge opening with non-penetrating nicks assessed as surgical impact. - non-penetrating nicks. (Stress marks). Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported right side ruptured implant. Additionally, healthcare professional noted "bilateral ptosis" and "slight capsule on the right side which is pushing the implant in a superomedial manner." The device has been explanted.